Event description:
A surgical trainer reported that the 25g outer needle disconnected from the vitrector. The probe was exchanged and the case was completed with no harm to the pt.

Manufacturer narrative:
The sample was not received at the mfg facility for eval of a loose needle. The device history records for the component lots were reviewed. Anomalies occurred in the manufacture of the reported product that may have contributed to the reported complaint. (B)(4) lots were reworked/reinspected for loose needles. Because a sample has not been returned, the root cause for the complaint issue cannot be determined. (B)(4).